Manufacturer narrative:
(B)(4). The complaint device was not received for investigation. However, the data log was provided by the patient and reviewed on (B)(6) 2015. There were no errors found in the data log on the reported date of event; therefore, the reported intermittent audio alert cannot be confirmed.

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient's mom reported the audio worked, although she stated it did not go off for the low alert ealier. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.